Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2017; etlw1620c124e stent graft, implanted: (B)(6) 2014; etlw1620c93e stent graft, implanted: (B)(6) 2014; etbf3216c145e stent graft, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital after interrogation revealed that the right ventricular (rv) lead had a possible fracture. The rv lead exhibited rising thresholds, high undefined out of range (oor) pacing impedance, and oversensing. The rv lead had also triggered alerts for oversensing of noise. The lead remains in use. No patient complications have been reported as a result of this event.